Event description:
This pt underwent a left total knee arthroplasty in 1994. She did well until approx one year ago when she began having pain in her left knee. This becomes more severe within the past few months and she had increased pain with any type of weight bearing activity. She also had a progressive varus deformity to this knee along with a "popping" sensation on flexion. X-rays confirmed a fracture of the plate of the tibial component. She was admitted for revision of the left total knee. Intraoperatively the steel portion of the tibial component was noted to be broken. This removed and replaced.